Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that positive pressure increased slowly from 320mmhg to 400mmhg. A compressor test was also performed with the temperature reaching 64.7°c after two hours of operation. The compressor then stopped. The fse replaced the pressure regulating valve, but the positive pressure slowly increased from 320mmhg to 400mmhg. (Fse used celsius. However, pressure is measured in mmhg.) The fse replaced the scroll compressor. The iabp was returned to the customer and was ready for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a high temperature alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure could be confirmed. Retaining the part in the failure analysis and testing department per procedure au. Root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (event site telephone), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the temperature was high and and pump stopped beating, there were no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact number: (B)(6). Updated fields - b4, g3, g6, h2, h6(type of investigation), h11 corrected fields - b1, b2, b5, h1, h6(health effect ¿ clinical code and health effect ¿ impact codes).

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), experienced system overtemperature. The patient had a cardiac arrest during use.